Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing resulting in pacing inhibition with 4 seconds of asystole. Boston scientific technical services (ts) discussed the noise appeared consistent with myopotential noise and discussed the option of programming a fixed sensitivity. Programming changes were made and this product remains implanted and in service. No additional adverse patient effects were reported. Additional information was received that the device was later explanted and replaced for reported normal battery depletion. The product has been received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing resulting in pacing inhibition with 4 seconds of asystole. Boston scientific technical services (ts) discussed the noise appeared consistent with myopotential noise and discussed the option of programming a fixed sensitivity. Programming changes were made and this product remains implanted and in service. No additional adverse patient effects were reported.